Manufacturer narrative:
The pacemaker remains implanted without further complication. Should additional information be received, this event will be reopened and updated..

Event description:
Boston scientific crm received information that the patient with this pacemaker was in the hospital recovering from a non-device related surgery. The field representative was paged to check the device, as the patient was being paced at 130 ppm. Minute ventilation (mv) was programmed on, and the maximum sensor rate (msr) was programmed to 130 ppm. Technical services discussed mv interaction with hospital monitoring equipment. The high rate pacing was stopped with reprogramming and did not recur. During troubleshooting, the field representative turned off the mv sensor, resulting in the patient's rate dropping to the fallback rate of 70ppm. The patient was then moved to another area of the operating room and the mv sensor was turned back on. This time, the rate remained at the 70 ppm fallback rate, confirming the interference was environmental. A clinician from the hospital submitted a report indicating the patient was hypertensive during this incident. Prior to the field representative checking the device, the anesthesiologist had medicated the patient to lower the heart rate and blood pressure, without success. The cardiologist that was consulted recommended placing a magnet over the device, which immediately decreased the rate.